Manufacturer narrative:
The device was received for evaluation and successfully passed testing. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. Available log files were retrieved and analyzed which showed device performance was without deficiency and was unremarkable. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician''s prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2023 from the home therapy nurse (htn) of a 66-year-old male patient with a medical history including multiple comorbidities and end stage renal disease, who stated the patient experienced cardiac arrest three hours into a hemodialysis treatment on (B)(6) 2023. Per the htn, the patient recovered at the clinic with stable vital signs before being transported to hospital for further evaluation. Additional information was received on 16 aug 2023 from the home therapy nurse (htn) stating that the emergency medical technician (emt) determined that the patient was in normal sinus rhythm (nsr) via electrocardiogram (EKG) prior to transporting to hospital. The patient was released from hospital same day (B)(6) 2023.